Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The > 95% stenosed target lesion was located in the left circumflex artery. A 24 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal portion of stent struts was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts bunched and overlapping. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 573 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The > 95% stenosed target lesion was located in the left circumflex artery. A 24 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal portion of stent struts was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.